Event description:
It was reported that on (B)(6) 2014 a refill was performed and a bridge bolus was programmed at 13:56 of 21.12 mg over 57 hours; the dose during the bridge was 8.89 mg/day. They also tried to aspirate the catheter via the cap (catheter access port), but were unsuccessful. Today ((B)(6) 2014) it was determined that .26 ml had been delivered since yesterday with .268 ml still remaining for the bridge. The pump was delivering dilaudid and clonidine. The physician now wanted to speed up the duration of the bridge and run it at 14.8 mg/day instead of 8.89 mg/day so the patient could use their ptm (personal therapy manager) sooner. The bridge bolus was canceled. Initially the plan was to program an adjusted bridge bolus with the updated dose; however, the physician decided to just run the simple continuous rate at 14.8 mg/day (40 mg/ml) without bridge or pa (patient activated) settings as the flow rates were the same for the old and new drugs. The physician wanted the same dose and concentration running for both the dilaudid/clonidine and the saline. It was confirmed that it would take about 17 hours for the saline to reach the patient. They were attempting to aspirate the cap because they were titrating the patient off of her current medications and were going to start her on a new drug after it had been flushed. Tomorrow ((B)(6) 2014), they planned on doing a myelogram on the pump itself. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information later reported the patient did not experience any symptoms related to the event. The hcp was trying to aspirate through the cap to change drug out eventually. Per the reporter the results of the myleogram were unknown. The hcp was going to put new meds in eventually. It was noted the patient was doing much better and following up with the managing hcp for drug titration.